Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
Covidien received information stating that while in use on a patient the customer noticed smoke coming out of the back panel of a 980 ventilator. In addition, the customer reported that at the time of the event the ventilator had stopped cycling without generating an alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).